Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via telephone call that the insulin pump display was blank. She changed the battery and the insulin pump worked again for about two hours before alarming and shutting down again. The blood glucose reading was 119 mg/dl. The blank display persisted after a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.